Event description:
This spontaneous report was received on (B)(4) 2015 from a reporter reporting for a consumer (age and gender unspecified) from the united states identified by the reporter via an internet search. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer was injected with evolence collagen filler (dose, frequency, lot number and expiration date unspecified) intradermally, for an unknown indication under the eyes. After an unspecified duration, in (B)(6) 2009, the consumer developed lumps under the eyes. On an unspecified date, a plastic surgeon removed the collagen filler with an unspecified special tool, which was described as yellow and hard. After an unspecified duration, the use of the device was discontinued. The outcome of the event was unknown. All market distribution of the device was discontinued in 2009 and the manufacturer (colbar lifescience, ltd) had subsequently closed. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related.

Manufacturer narrative:
The date of this submission is 2015. The manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated (B)(4) 2010. This closes out this report unless other additional significant information is received.